Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, while the cgm was displaying 200 mg/dl the patient was experiencing nausea, vomiting and increased thirst. The patient does not have a glucometer; no bg was taken. The patient called 911, upon arrival emergency medical technician (emt) checked her values. The cgm was 210mg/dl and the bg was 400 mg/dl. The emt brought the patient to the hospital. The patient¿s value was checked at the hospital and the cgm was 215 mg/dl and the bg was 420 mg/dl. The patient was diagnosed with diabetic ketoacidosis and was treated with IV fluids/saline and IV insulin. The patient was discharged from the hospital on (B)(6) 2026. At the time of the report, the patient is doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.